Event description:
The customer reported their methanol bath and beckman coulter - coulter dxh slide stainer overflowed twice. The customer estimated the leak to be approximately 1.5 liters, which was contained within the instrument. The customer did not perform any troubleshooting for the issue. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds, however, the facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) fse pulled the slidestainer out, inspected liquid sensors and connections, and found no issues with the instrument. The fse filled and drained bath 1 five times and did not note any issues. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record.

Manufacturer narrative:
The cause of the leak is unknown. The fse was unable to duplicate the event. (B)(4).